Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 05 sep 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
H6: 4247-(appropriate term/code not available): cause traced to manufacturing. The device history record for lot 30232093 was reviewed and the product was produced according to product specifications. The actual sample from the reported event was returned for evaluation; however, no sample evaluation was performed as this is a known issue; the root cause is related to manufacturing. All information reasonably known as of 26 sep 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, the closed suction catheter (csc) with torn sleeve resulted in the patient desaturating; the patient required manual ventilation from a resuscitation bag due to desaturation from the leak within the circuit. The patient¿s current status was not provided; there was no reported injury. Additional information received 25jul2023 reported, the patient¿s desaturation was discovered due to the ventilator and patient saturation alarm(s). The closed suction catheter (csc) was documented as changed on (B)(6) 2023. Additional information received 26jul2023 reported, the patient required manual ventilation through a resuscitation bag for 3-4 minutes to increase saturation and locate the leak in the circuit through the csc sleeve.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 11 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.